Manufacturer narrative:
Upon follow up it was reported the patient was treated with unspecified antibiotics which were discontinued 33 days after event onset. The patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to poor environment/source of water (no further detail was provided). On the same day as onset, the patient was hospitalized for the event. No further detail was provided regarding the treatment or the outcome of the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.